Event description:
It was reported a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.